Event description:
It was reported that "Adhesion" occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, the sensor detached and fell off. The patient did not insert a replacement sensor following the detachment and did not have a blood glucose meter available to monitor glucose levels after the sensor was lost. Prior to the sensor falling off, the patient reported that CGM readings had been within her target range. Approximately five hours after the sensor detached, the patient experienced a hypoglycemic event while driving home. The patient was reportedly hospitalized as a result of the event; however, no additional details were provided regarding blood glucose values, symptoms experienced, medical treatment rendered, duration of hospitalization, or the outcome of the event. Due diligence attempts to contact the reporter for more information were attempted but not successful. At the time of the report, the patient's current condition was unknown. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6: Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hypoglycemia.